Manufacturer narrative:
On 12/8/2020, the date of manufacture was provided as 9/1/2011; this has been added to field h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported that when trying to do respiratory gating, with the ablation catheter after mapping, it was noticed that the voltage and fast anatomical mapping (fam) had shifted about 2 inches apart. They restarted the case and this time used the default template and the issue resolved. A custom template was first used in the first attempt. No cardioversion nor patient¿s posture change have occurred. The case continued. There were no system errors. There was no report of patient consequence. It was also reported that a soundstar eco was rattling and it would not connect. The soundstar eco cable was replaced and the issue resolved. The issue did not result in any components exposed. There was no report of patient consequence. The issue of a map shift without patient movement nor cardioversion is considered to be MDR reportable. The issue with the soundstar eco cable was assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported that when trying to do respiratory gating, with the ablation catheter after mapping, it was noticed that the voltage and fast anatomical mapping (fam) had shifted about 2 inches apart. They restarted the case and this time used the default template and the issue resolved. Device evaluation details: the study data that related to the reported issue was investigated by the device manufacturer. It was confirmed that no metal change found on the catheter or patches. However, it was found that the issue is related to a known software defect wherein ¿the fast anatomical mapping (fam) reconstruction shifts a few centimeters when starting to record fam when using specific study¿. The device manufacturer is working on the solution. Bwi field service engineer confirmed that using a default template after system restart resolved the issue. System is ready for use. It was also reported that a soundstar eco was raddling and it would not connect. The soundstar eco cable was replaced and the issue resolved. A manufacturing record evaluation was performed for the carto 3 system (B)(4), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).